Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, discomfort and elevated metal ion levels. Update rec'd 10/22/2013 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: 11/18/2013. Update received 12/04/2013 - the complaint has been updated because a report received from the field states that the patient's right hip was revised on (B)(6) 2013 to address pain. There is no new information that would affect the MDR decision. This complaint was updated (B)(6) 2013. Update 09/21/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs), synovitis, and corrosion on the taper. The stem is being added to the complaint. The complaint was updated on: 10/14/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.